Manufacturer narrative:
The set screw was returned for evaluation. The thread crests and flanks are severely damaged; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Optically confirmed that a portion of the thread is missing, consistent with the "wire" found after cross-threading occurred.

Event description:
It was reported that the patient underwent a posterior lateral fusion at l5-s1. It was reported that the set screw would not seat properly in the right screw at s1. When the screw was removed, the thread of the setscrew was found. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.